Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a occlusion (occlusion issue) issue. The reporter alleged that there was an unspecified occlusion issue with the pump. There was no further information regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.